Manufacturer narrative:
The manufacturer followed up with the facility in (B)(6) where the claimed adverse event took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
Per the reporter, the patient started "being filtered" in (B)(6) 2024 in (B)(6). When she arrived in (B)(6) she was "very sick" and needed to be stabilized and monitored overnight in the (B)(6) clinic prior to treating. The patient died (B)(6) 2024. The device was being used outside of the united states in (B)(6). The patient was being treated by dr. (B)(6) and dr. (B)(6). Exthera has reached out to both of these physicians as well as the facility in (B)(6). The facility has stated it was not aware of any adverse events. The physicians have not responded.